Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Follow-up later determined that the patient experienced atrial flutter.

Event description:
It was reported that the patient experienced "panckreatitis acuta", which was resolve about six weeks later. It was further reported that about two months after the resolution, the patient's heart rhythm was over 200 and the patient received a shock. Flutter rhythm was identified. Follow-up did not yield any additional relevant information regarding this event. The device remains in use. No further patient complications have been reported as a result of this event. The device was noted to be part of the refine ICD study.